Event description:
It was reported that the patient had a pump replacement, nearing end of service (eos), in which the catheter was found then to be "coiled" up. The catheter was not functioning and the patient was most likely not receiving the drug intrathecally or at least the full dose prior to the discovery of the catheter found wound-up during the pump replacement on (B)(6) 2015. The catheter was also replaced at the time of the pump replacement with an 8780. No patient symptoms were reported. This device system delivered dilaudid. Additional information was requested for further details, patient symptoms, and outcome. An additional request was also made for illegible information provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).